Manufacturer narrative:
The reported motor failure was not duplicated. The device's pump and manifold were removed and placed in the ht70 tester ventilator where the components were found to function as they were intended. (B)(4).

Event description:
Covidien received information stating that during patient use of the ht70 ventilator, a motor failure occurred and the ventilator stopped cycling. The patient was transferred to another ventilator. There were no negative patient consequences reported.